Manufacturer narrative:
Upon investigation the most probable cause is that the pointer probe was damaged and needed a new calibration. Therefore the pointer probe was recalibrated and re-installed on customer site. Accuracy testing performed upon part re-installation was pass.

Manufacturer narrative:
The pointer probe of device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the maintenance of the device the pointer probe didn't pass the accuracy check.